Event description:
It was reported that during a procedure involving the evproplus-29 valve, an alleged product issue was observed when a nurse opened the valve and the gasket was found to be completely separated from the cap, deformed, and stuck to the edge of the jar. The device was never implanted. The valve was replaced with a new one. There was no patient involved.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. The outer packaging exhibited dried, amber-colored glutaraldehyde stains on the interior surfaces. The original jar label was tattered and displayed similar dried glutaraldehyde staining. The top foam insert was not returned; therefore, an assessment of the temperature indicator could not be performed. State of jar safety seal was broken. Presence of gasket remnants on the rim of the jar. Presence of crystallized, dried glutaraldehyde along the threads of the jar. Presence of white particulate in the jar. Condition of the gasket exhibited a small area of peeling in the rubber along with additional smaller pits, consistent with gasket residuals observed on the jar rim. Loose pieces of gasket noted inside of the lid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the device was received in its original product packaging. The outer packaging exhibited dried, amber-colored glutaraldehyde stains on the interior surfaces. The original jar label was tattered and displayed similar dried glutaraldehyde staining. The top foam insert was not returned; therefore, an assessment of the temperature indicator could not be performed. The jar safety seal was broken. There was presence of gasket remnants on the rim of the jar and there was presence of crystallized, dried glutaraldehyde along the threads of the jar. Loose pieces of gasket were noted on the rim and outside of the jar. Presence of white particulate was observed in the jar. There was no damage to the threads of the lid. The gasket exhibited a small area of peeling in the rubber along with additional smaller pits, consistent with gasket residuals observed on the jar rim. Loose pieces of gasket were noted inside of the lid. The mold cavity number of the jar was 8, and the mold cavity number of the lid was 1. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis have confirmed the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Updated h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.